Event description:
It was reported during a routine follow up appointment, that this pacemaker device is suspected of exhibiting a premature battery depletion. The physician reported scheduling a replacement procedure. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device is suspected of exhibiting a premature battery depletion. The physician reported scheduling a replacement procedure. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.